Manufacturer narrative:
Di not available as product was manufactured on or before sep 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow up. Upon examination, it was noted that the right ventricular lead exhibited low lead impedance. On (B)(6) 2021, the lead was capped and replaced successfully. The patient was discharged from the hospital after the procedure.